Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer¿s expected fasting blood glucose test result range is 100 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/15/2022 and open vial date is january 2020. The meter memory was reviewed for previous test result history (customer is only concerned with hi and is not concerned of any other result): result 1 : hi date: (B)(6) 2020 time: 7:16pm non-fasting. Result 2 : 94 mg/dl date: (B)(6) 2020 time: 7:07am fasting. Result 3 : 222 mg/dl date: (B)(6) 2020 time: 6:04am non- fasting. Result 4 : 72 mg/dl date: (B)(6) 2020 time: 5:47am fasting. Result 5 : 120 mg/dl date: (B)(6) 2020 time: 12:39pm fasting.